Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 600 mg/dl. Customer stated that insulin pump alarmed for no delivery alarm during bolus. Customers stated that insulin exited after troubleshooting. Insulin pump will not be returned for analysis.